Event description:
The reporter stated that they were trying to pull the shrouded needle out of the sampling site and the syringe came off. The pt bled out quickly. An unknown amount of blood transfused. Patient's condition is okay.